Manufacturer narrative:
(B)(4).: batch # t5ez7h. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and without reload present. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled , and the pcb board was noted to be non-functional. Upon evaluation, the sw2 located at the bottom side of the pcb board was noted to be non-functional. It should be noted that product failure is multifactorial. No conclusion could be reached as to what may have caused the pcb board to be damaged. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows, resulting in the knife pushing the one-piece sled forward and locking the reload. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during use on a gastric procedure, during use on stomach (creating pouch), the first reload fired normally, but with the second reload, nothing happened. They opened a new device and inserted the battery from the first device, so it wasn¿t a battery issue. They finished the procedure as intended. There was no patient consequence.